Manufacturer narrative:
The device involved in this event was discarded. One unopened device from the same lot was returned and evaluated. Microscopic examination was performed and a cracked/split delivery tip was observed. Based on the available information, device manufacturing may have contributed to the event. Corrective measures have been implemented to mitigate future similar occurrences. Bausch & lomb will continue to monitor similar events to determine if additional actions are required.

Event description:
This is report 2 of 3. Reference 0001313525-2024-00077 and 0001313525-2024-70063.

Event description:
It was reported that during the insertion of an intraocular lens (iol) the distal tip of the inserter split, causing the lens to exit laterally. A backup lens was successfully implanted and there was no patient injury. This event involved two inserters. This is report 2 of 2, report 1 of 2 is referenced in report 0001313525-2024-70063.

Manufacturer narrative:
The investigation of this event is still ongoing. A follow-up report will be provided upon conclusion of the investigation.